Event description:
The explanted generator and lead were received but product analysis is still underway.

Event description:
Product analysis for the returned generator was competed. An end-of-service warning message was verified in the pa lab and found to be associated with the output being disabled by the pulse generator, due to the pulse generator remaining ¿on¿ post explant. Review of the data downloaded from the pulse generator shows an indication of post explant increased impedance; the ¿diagvinitialprechange¿ value of 7769 ohms, the ¿diagvinitialpostchange¿ value of 15455 ohms, and the time of change detection 01/08/2020 (explant 01/07/2020).the electrical tests performed in the pa lab found that the generator was at an neos = yes condition. The battery voltage was measured at 2.075 volts, and the memory locations on the generator indicated that 105.684% of the battery had been consumed. Therefore, the electrical performance of the generator, as measured in the pa lab, will be used to conclude that no anomalies exist, and the near-end-of-service (neos) condition is an expected event. Other than the noted event (pulsedisabled ¿vboost¿ compliance voltage), there were no additional performance, or any other type of adverse conditions found with the pulse generator.

Event description:
Product analysis was completed on the returned lead. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Abraded openings were noted in the inner silicone tubing of the negative coil. A break was identified in the negative coil. Due to metal dissolution the exact fracture mechanism of the negative coil cannot be ascertained. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner silicone tubing. No obvious point of entrance was noted other than the cut end of the returned lead portion. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Event description:
Patient underwent a full revision (generator and lead) due to high impedance. The explanted lead has not been received by product analysis to date. No other relevant information has been received to date.

Event description:
Patient presented with high impedance and x-rays were ordered for the patient. The x-rays have not been received or reviewed by the manufacturer to date. No known surgical intervention has occurred to date. No other relevant information has been received to date.